Event description:
Nurse reported customer being hospitalized due to high bg as per md. Event leading to hospitalization was flu and high bg. Instructed customer to change site and inject as per md. Troubleshooting performed and pump appeared to be operating as designed.